Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot n155 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot n155 shows no trends. Trends were reviewed for complaint categories, drive tube leak/break and alarm #7: blood leak? (Cent chamber). No trends were detected for these complaint categories. Photographs were returned for evaluation. The complaint kit and smart card were not returned for evaluation. The smart card was not returned; therefore, the reported alarm #7: blood leak (centrifuge chamber) could not be confirmed. Review of the photographs confirm the reported drive tube leak. The drive tube appears to be damaged near the upper bearing stop. The photographs show the centrifuge bowl remained locked in the bowl holder. A known cause of the damage to the drive tube is when the drive tube is not rotating freely. A material trace of the drive tube assembly and its components used to build lot n155 found no related non-conformance. The device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. The root cause for the alarm #7: blood leak? (Cent chamber) is due to the fluid leak within the centrifuge chamber. The root cause for the drive tube break could not be determined based on the available information. No further action is required at this time. (B)(4). H.m. (B)(6) 2025.

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported an alarm #7: blood leak? (Centrifuge chamber) after 1493ml of whole blood had been processed. The customer reported the leak appeared to be coming from the drive tube. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer returned photographs for investigation.